Event description:
The manufacturer received information alleging a cylinder was emitting a noise when being filled. Once the cylinder was filled, the patient placed the cylinder on the dresser. The cylinder flew off the dresser and hit the patient in the breast. No medical intervention was required by the patient. The patient only had a bruise. The patient reported that the cylinder has fallen from the dresser multiple times. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be filed when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported an oxygen cylinder that allegedly emiited a noise when being filled. Once the cylinder was filled, the patient placed the cylinder on the dresser. The cylinder fell off the dresser and hit the patient in the breast. No medical intervention was required by the patient. The patient only had a bruise. The patient reported that the cylinder has fallen from the dresser multiple times.the cylinder was returned to the manufacturer for evaluation. The manufacturer confirmed the burst disk ruptured in the cylinder causing the cylinder to outgas into the coupler assembly and rupturing the coupler burst disk.